Manufacturer narrative:
(B)(4). Batch # unk. Only event year known: 2021; captured as citation date.

Event description:
It was reported that during an open rectum procedure, the tx60b did not closed. After firing, the staples remained in u shape and did not form to b shape. It was reported that there was a twenty-minute delay in surgery. The procedure was completed successfully. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 12/17/2021. D4: batch # 300a10. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tx60b device arrived with no apparent damaged and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: before firing, check to ensure the retaining pin is seated in the anvil. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. Attempting to force the trigger to complete the closing stroke with too much tissue or thickened tissue may result in poor staple formation with the loss of staple line integrity and subsequent leakage, disruption, or poor healing. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.